Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. The customer was instructed to plug the wall adapter into a working outlet for 30 minutes, which successfully charged the pump. Reportedly, the customer's blood glucose exceeded 500 mg/dl. The customer declined further troubleshooting. No additional information was provided.